Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance, high battery impedance leading to elective replacement indicator (eri). Battery depletion indicated/eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on approximately (B)(6) 2011.

Event description:
It was reported that the device reached the elective replacement indicator (eri) prematurely due to high battery impedance. It was noted that the patient felt symptomatic with fatigue. The device was explanted and replaced. No patient complications were reported as a result of this event.